Manufacturer narrative:
(B)(4). On (B)(4) 2013: the cause for the false positive advia centaur troponin result was unknown from the initial field service engineer (fse) visit. On a subsequent visit by a fse to the customer site to perform a precision study, the fse found and replaced a leaking wash 1 fitting at the manifold. The fse ran background counts and precision. The background counts on wetwash 1 were high. The fse performed wash 1 decontamination, repeated the background counts and precision and the results were good. The contributory cause of the false positive result may have been the leaking wash 1 fitting and contamination of the wash 1 line. The system was fully functional. No further discordant results reported after the additional work that was completed by the siemens fse. The instrument is performing within specifications.

Event description:
A false positive advia centaur troponin ultra result was obtained on a patient sample and considered discordant when compared to repeat test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no issues that may have contributed to the discordant advia centaur troponin ultra result. Quality controls were within range. The cause for the discordant advia centaur troponin ultra results is unknown. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."